Event description:
It was reported that, at the beginning of a photoselective vaporization of the prostate procedure, the distal tip broke. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, at the beginning of a photoselective vaporization of the prostate procedure, the distal tip broke. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the media provided by the customer was able to confirm the reported clinical observation. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.